Event description:
Reporter stated that, while exhibiting symptoms of hypoglycemia (sweating, lethargic, and non-responsive), pt's blood glucose was tested, using the suspect device, with a result of 319 mg/dl. Reporter indicated that, based on this result, pt was given 8u of insulin (sliding-scale). Reporter stated that approximately 4 hours later, pt's physician was contacted, and advised that emergerncy med svs should be summoned, on pt's behalf. Reporter indicated that, upon paramedics' arrival, pt's blood glucose measured 84 mg/dl (on paramedics' blood glucose monitor). Pt was reportedly given oxygen, started on an i.v. (Contents not provided), and transported to the hosp for additional treatement. At the time of the report, pt was still hospitalized. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.